Manufacturer narrative:
A specific root cause could not be identified. Retention materials were tested and performed within specification. No reagent issue could be identified. Additional information was not provided for further investigation. No adverse events were reported.

Event description:
The user received questionable hemoglobin a1c results from the cobas c501 analyzer serial number (B)(4) that were discovered when a doctor called questioning the results. The user replaced the reagent cassette with a cassette from lot 63434401 and repeated testing of the patient samples. Of the data provided for 20 patient samples, the results for nine were discrepant. Patient sample 1 initial result was 19.4% and the repeat result was 5.5%. Patient sample 2 was from a (B)(6) female. The initial result was >29.0 % and the repeat result was 12.3 %. Patient sample 3 was from a (B)(6) male. The initial result was >29.0 % and the repeat result was 7.8 %. Patient sample 4 was from a 31 year old male. The initial result was >29.0 % and the repeat result was 7.9 %. Patient sample 5 was from a (B)(6) male. The initial result was >29.0 % and the repeat result was 10.6 %. Patient sample 6 was from a (B)(6) female. The initial result was 8.2 % and the repeat result was 5.4 %. Patient sample 7 was from a (B)(6) male. The initial result was 17.9 % and the repeat result was 5.4 %. Patient sample 8 was from a (B)(6) female. The initial result was >29.0 % and the repeat result was 9.2 %. Patient sample 9 was from a (B)(6) male. The initial result was 17.9 % and the repeat result was 5.3 %. The initial results were reported outside the laboratory. The user stated they could not provide information concerning if the patients were adversely affected. Upon evaluation of the analyzer, the field service representative determined there was a problem with the reagent cassette. The issue was resolved by removal of the original reagent cassette and addition of the new reagent cassette. To verify the analyzer operation, the user ran calibration, quality control and patient samples with no errors.